Event description:
Event description boston scientific received information that this device displayed the elective replacement indicator (eri) and was explanted. There were no allegations against device functionality or longevity at the time of explant.